Event description:
Patient implanted in 2000 with 1 implant in lower lip and 2 in upper lip. Over time device shrunk up; however, as patient works in office, they did not document as well as desired. However, physician recalls shrinkage evident approximately 2 months after implantation. Explantation of 2 upper lip implants occurred in 2001.